Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2010 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2010 (B)(6), product type extension. (B)(4).

Event description:
It was reported that (B)(6), the patient had some "therapy issues" and "trouble" with his device. It was noted that the patient had 3 chargers that burned him "pretty bad". If additional information becomes available, a follow-up report will be sent.